Event description:
Spo2 [peripheral oxygen saturation] adapter cable failed to transmit data from pulse oximeter finger probe to monitor. This caused a delay in patient care because the adapter cable had to be replaced in order to obtain a reading.